Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the symphony screwdriver jammed inside holding sleeve. The set used for the surgery contains three screwdrivers. The other two working screwdrivers were used to implant screws. There was no surgical delay. There was no patient consequence. Procedure and patient outcome are unknown. This report is for one (1) poly screw driver shft x20. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the poly screw driver shft x20 (p/n: 202033400, lot number: pc4660199 ) was received at us cq. Visual inspection of the complaint device showed it was received disassembled from the other mating device. The groove second from the proximal end (when moving towards the distal end, detail c on the current design drawing) was deformed and damaged. When trying to assemble the two returned devices, the devices would not assemble beyond that groove due to the damage. Device failure/defect identified? Yes. Functional test: a functional test was performed on the complaint device and the received mating device ((B)(4)). The devices were received disassembled from each other, but were unable to re-assemble and also difficult to disassemble after attempting to assemble. This is due to the damaged groove mentioned above. The complaint condition can be replicated. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device has difficulty assembling and disassembling from the mating device and is deformed/damaged on one of the grooves. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for poly screw driver shft x20 was conducted identifying that lot number pc4660199 was released in a single batch. Batch1: lot was released on jun 25, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.